Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The cusrtomer's reported problem was observed and attributed to damaged ECG shield isolator. Therefore, the ECG isolator was replaced to resolve the problem. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.